Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could unlock the ilet screen but was stuck on the report page with unresponsive upper navigation buttons, and a crack was observed on the top portion of the screen; blood glucose was unaffected and the user planned to switch to backup therapy as needed. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included troubleshooting with instructions to shut down the device, syncing data to the mobile app, and arranging replacement with instructions that data would not transfer and that the user must complete startup on the replacement. The returned device was received. Investigation of this case revealed a damaged display and unresponsive user interface consistent with a cracked screen affecting the touchscreen/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage and not a manufacturing or design defect.